Manufacturer narrative:
Eval summary: no x-ray images were returned for analysis. The three components are compatible according to the zimmer nexgen interchangeability charts. The surgeon reported that the pt had a history of osteoporosis which is contraindicated in the package inserts for each part. The post op joint stiffness could have been caused by this. The cause of stiffness is not limited to this, however, an exact conclusion cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to severe stiffness.